Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: visual inspection (via the naked eye) as well as a functional test were performed. It was noted that the medication could not flow past the drip chamber into the tubing. The set was unable to be primed. The reported condition was verified. The cause was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set was unable to be primed. There was no patient involvement. No additional information is available.